Event description:
It was reported that two (2) micro-volume syringe inlets had foreign matter at the syringe connection. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: two (02) actual devices and a photograph were received for evaluation. Visual inspection of the returned samples and photo observed dark black foreign particles at syringe connection on the inlets. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.